Event description:
Sales rep reports that the readings for the patients icp varied in readings from 20's to 99 which resulted in intervention to replace the microsensor. The items returned were an icp express, microsensor, and a connecting cable. The icp express unit age is unknown. It was manufactured prior to 1997.